Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the technical support engineer (tse) and stated that the patient cart had error 319 requesting to disable the boom and cart drive. Prior to calling, the customer power cycled the system multiple times with no change. The tse walked the customer through a hard power cycle on the patient cart with no change. The customer did not have another patient side cart (psc) available. The customer was continuing to attempt to hard power cycle the system to see if the error cleared. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a test drive with multiple system restarts without issue. The error returned but the staff had already power cycled the system and the 319 error did not return. The fiber optic cable was replaced. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.